Event description:
It was reported that power module was not working with wireless adapter. Wireless adapter was tried and worked on another power module. There was no delay in care or harm to a patient.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6)) being unable to properly communicate with a wireless adapter was confirmed during evaluation of the returned product. During inspection, it was found that the internal monitor connector assembly had been damaged. The portion of the connector which holds the connector pins was not properly engaging as a result of the damage, which would have prevented the heartmate touch wireless adapter from establishing communication. The contacts on the streamline battery clip were also found to have evidence of corrosion. The damaged assembly was replaced, and preventative maintenance was performed. The serviced and repaired power module then passed a full functional checkout and was returned to the customer ready for use. The root cause of the reported event was determined to be a damaged monitor connector assembly; however, the cause for this damage could not be conclusively determined. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The unit was first shipped to the customer on 10oct2014. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.